Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: channel half: j5g58c: mfg date: 04/09/2012; expiration date: 3/09/2017. A batch record review was performed and no anomalies were found during the manufacturing process. Anvil half: k5cc5r; mfg date: 06/27/2013; expiration date: 5/27/2018. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the tlc10 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, malformed staples were found after the second firing. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.